Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. After taking out the implanted products, the patient is in good condition. Based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after the implantation of twinfix ultra a sinus was formed on the lateral side of the right elbow joint, with local swelling and repeated yellow exudates. After antibiotic treatment, the symptoms did not improve after one month, and gradually worsened. A revision was performed, debridement and exploration of the right elbow, pus was found in the tissues around the anchors and sutures. The anchor and sutures were removed, the surrounding necrotic tissues were removed, and the screw tract was cleaned with a spatula. The wound eventually healed without exudation. A fistula was formed in the right elbow of the patient, resulting in delayed healing, joint stiffness and limited function. The patient is currently in good condition. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.